Event description:
The customer reported that system suddenly refused to make an exposure and displayed error message 'connection to generator was lost'. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure cont not be duplicated. The voltage on ps1 was evaluated and readjusted. The system boards were reseated. A complete filament calibration was performed. The system was tested and found to be working as intended and put back into service.